Manufacturer narrative:
Additional information added to b5: describe event or problem and resulting update to impact code. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a farapulse procedure, a faradrive steerable sheath was selected for use. During the procedure, the bubbles were present in the access sheath after insertion of the farawave catheter. The valve was sealed without the catheter in the sheath but became leaky after insertion. Device/procedure/patient outcome is currently unknown. The device is expected to be returned for analysis. It was further reported that the procedure was completed with a second device without any complication for the patient.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a farapulse procedure, a faradrive steerable sheath was selected for use. During the procedure, the bubbles were present in the access sheath after insertion of the farawave catheter. The valve was sealed without the catheter in the sheath but became leaky after insertion. Device/procedure/patient outcome is currently unknown. The device is expected to be returned for analysis.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Initial inspection of the returned faradrive sheath observed kinks in the shaft. Prior to microscope imaging, silicone oil was present on the valves. Inspection of the hemostatic valves found the internal valve torn on the inner face by the center slit. This defect compromises the valves' ability to seal pressure and fluid within the sheath. Microscopic inspection pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during a farapulse procedure, a faradrive steerable sheath was selected for use. During the procedure, the bubbles were present in the access sheath after insertion of the farawave catheter. The valve was sealed without the catheter in the sheath but became leaky after insertion. Device/procedure/patient outcome is currently unknown. The device is expected to be returned for analysis. It was further reported that the procedure was completed with a second device without any complication for the patient.